Manufacturer narrative:
On (B)(6)-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was leaking and it was noticed that the valve was falling inward. Immediately after opening the sheath, there was a strange feeling of use, and when it checked the valve where blood was leaking from the valve, it was found that the valve was falling inward. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ due the conditions observed in the hemostatic valve conditions, an internal action was opened. A device history record was performed for the finished device 00001630 number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was leaking and it was noticed that the valve was falling inward. Immediately after opening the sheath, there was a strange feeling of use, and when it checked the valve where blood was leaking from the valve, it was found that the valve was falling inward. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding. Hemostatic valve separation is MDR-reportable. Hemostatic valve leak is MDR-reportable.